Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Investigation summary: bd did not receive photos or samples from the customer in support of this complaint. Therefore, 30 retention samples from the bd inventory were subjected to functional testing and the issue of retraction failure was not observed. Therefore, this complaint cannot be confirmed based on retention sample retraction lockout testing results. Bd is unable to confirm the customer¿s reported failure mode of does not retract based on retain sample analysis results. Bd is unable to confirm the customer¿s reported failure mode of needle stick ¿ after use/dirty based on retain sample testing analysis. Bd was unable to determine a root cause for the reported issues. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set user found it difficult to retract and a needle stick injury occurred to left index finger. User went to workers comp center for post exposer testing. Patient had to come back to facility to be re-drawn. The following information was provided by the initial reporter: while the needle was in the patients arm, the safety button was very hard to push to activate, pst to removed needle from patient¿s arm and had to press down hard on the button to activate the safety, causing a needle stick injury. Was it a clean needle or a used needle: dirty. Where was the injury: left hand index finger. Was the proper technique used: yes. Was medical intervention required or necessary: went to workers comp center.